Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d224trk, crt-d; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead shows high pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was capped and replaced. No patient complications have been reported as a result of this event.